Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that assistance was needed to reload the cubie after a tablet became stuck at the bottom. To retrieve the tablet, the cubie was unloaded, as it had slipped into the side of the unit. The technical support specialist (tss) advised the customer to eject and reload the cubie to the unit without any errors. A follow-up attempt was made to reach the customer, but there was no response. The case was then updated for closure. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer needs help with re-loading cubie. The tablet was stuck on the bottom and had to unload the cubie to get the tab that was stuck on the side of it. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the customer needs help with re-loading cubie. The tablet was stuck on the bottom and had to unload the cubie to get the tab that was stuck on the side of it. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.